Manufacturer narrative:
Additional investigation has determined this event should not have been reportable. No further investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker is broken. There was no adverse event or patient harm reported. The device was not in clinical use at the time the issue was discovered.